Event description:
It was reported when using the bd pyxis medstation es system remote manager failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failing intermittently but on arrival there was no issue. The field service engineer applied conductive grease to the spade connectors and reseated all pyxibus cables to resolve. The system functioned as intended after the field service engineer troubleshooted the device.